Event description:
Customer reported a cryocyte bag broke while in a metal cassette during shipment in a styrofoam container packed with dry ice. The customer inspected the bag before it left the facility, but at the destination blood bank a corner of the bag was observed to be shattered. The bag was not thawed and is currently being stored frozen for potential patient use. The bag was filled with >50 ml peripheral blood stem cells. The duration of storage was approximately 6 months. The customer uses a mechanical freeer to cool bags before placing the bags in liquid nitrogen vapor phase for storage. The bags are stored and frozen in metal cassettes. An overwrap is used for storage and freezing. Because the bag is still in use, it is not available to baxter for evaluation.